Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported that the customer was hospitalized due to low blood glucose . The customer's blood glucose level was 27 mg/dl. The customer was treated with glucose tablets. The customer's spouse has no hipaa and is explained that we would be unable to discussed any personal data about the account. The customer's spouse is encouraged to have customer call in and add hippaa. The customer is also asked to call in to troubleshoot for the low blood glucose.